Event description:
It was reported that the patient's ipg reached end of life. When connected with eternal devices a message "replace generator" was displayed. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
Conclusion code has been updated.